Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was not reported. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The customer was hospitalized on (B)(6) 2015 due to a high blood glucose level. He/she had a diabetic ketoacidosis. The customer's cousin found him/her unconscious and called the ambulance. The customer was administered insulin pens. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.